Event description:
One pt sample with discrepant hcg results. Initial result gave 7 u/l. Sample repeated in 2008 resulting at 14474 u/l. Initial result was reported. Patient not adversely affected. The field service rep was unable to determine a root cause. Performance tests were performed and within specification.